Event description:
Medtronic received information that on the day of the implant of this transcatheter bioprosthetic valve, cerebral infarction was noted. However, findings of cerebral infarction were unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the stroke was confirmed via computed tomography (CT) scan. Stroke symptoms occurred on the same day as the implant of the valve. The patient did not have any permanent impairments in result of the stroke. Per the physician, the cause of the stroke was due to the pre-implant balloon aortic valvuloplasty (bav). Pharmacotherapy was performed to treat the stroke, and the patient was sent to rehabilitation. The patient had strong calcification that contributed to the stroke. The ischemia resolved. No additional adverse patient effects were reported.

Event description:
Additional information was received that indicated that on same day as the implant of the valve, the patient was transferred to the department of neurosurgery at another hospital due to the onset of an intraoperative cerebral infarction. A computed tomography (CT) scan was performed that revealed reperfusion which was followed up with anticoagulation therapy. 8 days later, the patient was re-admitted to the hospital where the transcatheter aortic valve replacement (tavr) procedure was performed for tavr follow up. The patient was discharged 10 days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that during the transcatheter aortic valve implantation (tavi) procedure, the physician suspected cerebral infarction, so the patient was transferred to a neurosurgery department at another facility later that day. Eight days following valve implant, the patient was re-admitted to the valve implant facility. Approximately, eighteen or nineteen days following valve implant, the patient was discharged after tavi follow-up. No further details were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.